Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/05/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation was observed to be intact with no visual defects observed. An investigation was conducted on 01/11/2023. A visual inspection was conducted. The harvesting device was returned partially inside the cannula. Signs of clinical use and no evidence of blood was observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. The heater wire was observed to be completely flexed and bent away from the hot jaw from the center of the heater wire to the tip with detachment from the hot jaw tip. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the photographic inspection as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000279665 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure they were preparing to use the vasoview hemopro 2 to harvest the saphenous vein. However, when the hemopro 2 kit was opened up, it was quickly noticed that the metal within the jaws was bent and separated from the jaws. Due to this, the defective kit was removed from the surgical field and a new hemopro 2 kit was opened up. The defective kit was never used on the patient and no adverse outcomes occurred due to the defect. Once a new kit was opened, the remainder of the case was finished without further issues.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.